Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the small battery drive device control unit was not functioning. It was noted that the controller was defective, the tool coupling and coupling shaft were worn out, and the motor had seized. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling assessment, and the off/oscillation/on switch mode function. It was noted in the service order ¿article defect¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.